Event description:
It was reported to vyaire medical that the revel ventilator failed during transport. Patient was covid positive and intubated. Patient had bilateral pneumonia. At 0116 the ac vent showed two alerts - hw fault-21 and hw fault-17. A decision was made to place patient on bvm (bag-valve-mask) after reading revel's service manual. The customer confirmed there was no harm or injury. When alarm came on, switched patient to a bvm to ventilate the patient until the new vent arrived.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was unable to duplicate the reported alarm during the 48 hours extended testing. Vent passed the initial and final tests and initial alarm volume test with no issue. Vyaire will replace the hybrid board to address the reported issue and will process the ventilator throught service to meet all factory specification and standards. The hybrid board will be scrapped per CAPA 000000497, known issues report 50-r3439-07. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.